Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to need for MRI. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the correct date user facility/importer became aware of the event (f6) is march 25, 2024, not may 13, 2024 as previously reported.